Event description:
It was reported to olympus that a telescope had the light guide post missing/broken. The reported issue was found during a procedure. There was no patient injury or adverse event reported to olympus.

Manufacturer narrative:
The device was returned to olympus for evaluation and repair. During the evaluation, the reported issue was not confirmed. A fluid leak was found originating in the light guide post. The objective window had a fiber breakage and broken meniscus. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. A manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues. Olympus will continue to monitor the field performance of this device.

Event description:
The therapeutic procedure was not prolonged. Patient was not impacted by the failure. The reported problem did not affect the outcome of the procedure. No medical intervention was required as a result of the reported problem.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the excessive use could cause the issue. Olympus will continue to monitor field performance for this device.